Event description:
Customer reported being hospitalized due to low blood glucose. It was also reported the basal rates were changed and the daily total doses indicated that there was a significant amount of insulin delivered.

Manufacturer narrative:
Unit was analyzed and passed tests performed. Insulin pump passed the seat, rewind, basic occlusion and occlusion tests. Inuslin pump alarmed motor error.